Manufacturer narrative:
.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips kept falling out of the device into the pt's abdomen. The clips were retrieved. Another device was used to complete the case. There was no pt consequence.